Event description:
Ous MDR - back on (B)(6) 2015, the patient asked for an appointment, the reason is unknown. The setting was aai 70 ppm, widely increased a-threshold was observed. (2.9 v / 0.4 m, 2,7 v / 1.0 ohms) and the setting was changed from 2.4 v / 0.4 ms to 4.8 v / 0.75 ms. The lead impedance was 419 ohms. The battery impedance was 2.6 k ohms, expected eri was shortened about 6 months, according to the physician. On (B)(6) 2015 the patient came for a regular office visit and when the device was interrogated the battery life showed 0y.0m, the battery impedance was 3.1 k ohms, lead impedance was 419 ohms. The device was explanted and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the device's memory content showed that the eri status was triggered on (B)(6) 2015, one day after the explantation of this device. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The programmed parameters were inspected. As mentioned in the complaint description,the atrial anti-bradycardia pacing was programmed from 2.4 v for 0.4 ms to 4.8 v for0.75 ms on (B)(6) 2015. This represents a high current program, draining the battery, and thus led to the clinical event. The pacemaker was implanted for 81 months. Taking the high current program for atrial pacing into account, the battery condition was found to be anticipated. In conclusion, the pacemaker was fully functional. The battery status was anticipated.